Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section of the body of the balloon. It is possible that interaction with scope or any other surface during the procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was able to be inflated up to 16.5mm without problem; however, it ruptured when attempted to be inflated to 18mm. The device was removed from the patient, the condition of the balloon was checked and a small hole was found. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was able to be inflated up to 16.5mm without problem; however, it ruptured when attempted to be inflated to 18mm. The device was removed from the patient, the condition of the balloon was checked and a small hole was found. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.